Event description:
A male patient of unknown age presented for a CT guided right biopsy and sclerosis of a renal cyst. During the procedure, the treating interventional radiologist injected hydrated alcohol into the drainage catheter. Upon removal of the catheter from the patient using fluoroscopic guidance, the catheter fractured. A subcentimeter fragment of the catheter remained inside of the patient within the perineal space. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user. (B)(4).

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the catheter fracturing after being flushed with alcohol cannot be confirmed as no sample was returned for evaluation. Without receiving a sample for evaluation, we cannot definitively determine a root cause for the reported events. A possible contributing factor for the reported issue was that the physician flushed the catheter with alcohol. The instructions for use and the pouch labeling both contains warnings with regards to the use of alcohol with this device. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).